Event description:
Pt's case was discussed between two doctors. Pt had a right tkr. Right knee is now infected. Pt is going to consider removal of the prosthesis for the inflamed knee. Pt later scheduled for an irrigation and debridement of the right knee. Pt cancelled the procedure and transferred care to another physician.